Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled device embedded within the proximal two third of each fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included nabothian cyst, ovarian fibroma, pelvic pain, paratubal cyst and endometriosis. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted: the insertion date as per mr is 02feb2017. No. Of coils:two trailing coils were noted on the left side.three trailing coils were visible on right side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic coiled device embedded within the proximal two third of each fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included nabothian cyst, ovarian fibroma, pelvic pain, paratubal cyst and endometriosis. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted: the insertion date as per mr is (B)(6) 2017. No. Of coils: two trailing coils were noted on the left side. Three trailing coils were visible on right side. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-feb-2021: mr received. Reporter information, other relevant history, removal details, auto-narrative supplement added. Event: "injury" updated to "silver metallic coiled device embedded within the proximal two third of each fallopian tube" and rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.